Event description:
It was reported that the patient presented for scheduled implant procedure. During the procedure, it was noted that the newly placed right ventricular (rv) lead exhibited failure to sense. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2026. The patient was in stable condition.